Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 71 mg/dl at the time of incident. Customer stated that the insulin pump had a safety alarm and unable to clear due to buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button error alarm noted during testing. The insulin pump had unresponsive buttons due to flattened act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a44 alarm due to unresponsive button.